Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that during an accessory pathway, a pericardial effusion was noticed and confirmed by ultrasound. It was reported that the webster cs catheter would not stay seated and had to be repositioned several times. The physician believed this may have contributed to the pericardial effusion. The type of treatment administered to the patient is unknown. The patient was reported to be in stable condition.